Event description:
It was reported a patient presented in clinic for a procedure on (B)(6) 2021. During procedure, the left ventricular (lv) lead was not able to be placed successfully and the coronary sinus was slightly dissected. The lv port was plugged, further intervention discussed but not reported. Post-procedure the patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.